Manufacturer narrative:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 12x120mm straight canal-filling segmental stem. The patient had previously endured a fall. During the revision surgery, the patient's 12x120mm straight canal-filling segmental stem was revised to a 15x120mm straight modular collar cemented segmental stem. The following eleos implants were also revised: male female midsection and tibial poly spacer. There were no reported malfunctions of the male female midsection and tibial poly spacer. The root cause of the eleos canal filling stem extension loosening could not be determined. It is possible that loosening could have occurred due to insufficient healing, residual post-operative motion, etc. Based upon the review of the device history records and sterilization records, the investigation concluded that it is not likely that the root cause of the implant loosening was related to the design, manufacturing, and/or sterilization of the components.

Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 12x120mm straight canal-filling segmental stem. The patient had previously endured a fall. During the revision surgery, the patient's 12x120mm straight canal-filling segmental stem was revised to a 15x120mm straight modular collar cemented segmental stem. The following eleos implants were also revised: male female midsection and tibial poly spacer. There were no reported malfunctions of the male female midsection and tibial poly spacer. No additional information regarding this adverse event have been reported.

Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.